Event description:
(B)(4). After I had procedure I started having migraine headaches, in 2011 started bleeding almost everyday and having severe abdominal pains and swelling. In (B)(6) 2013 I had a partial hysterectomy, removed uterus and cervix, which stopped the bleeding but did not stop the abdominal pain and swelling. I have been in pretty much constant pain since 2011.